Event description:
It was reported that the patient had the inflatable penile prosthesis pump replaced due to mechanical issues. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis pump at our quality assurance laboratory, the returned component underwent a thorough analysis. The pump was visually inspected, leak tested, and functionally tested. The pump had three cuts in the pump block from a sharp instrument. This damage was the result of a sharp instrument damage which probably occurred during the explant surgery. The pump passed the leak test and the functional test. Based on the information available and analysis results, the reported mechanical issue was unable to be confirmed and there was no problem detected.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump replaced due to mechanical issues. No patient complications were reported.